Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading was 600 mg/dl. The customer complained of fatigue. She stated that she had just been released from the hospital and that she had taken the battery out of the device in order to stop it from alarming. She noted that when she arrive home, all the device settings were gone. She was assisted with programming the insulin pump. The most recent blood glucose reading was 200 mg/dl. She was advised to consult her doctor regarding any changes to the settings programmed into the device. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-65966.